Event description:
Caller reported multiple cartridge alarm 20s, which occurred during pumping. Customer's blood glucose level was displayed as "high," with no specific value provided. To address the high blood glucose, the customer used a correction injection through multiple daily injections (mdi). A backup insulin pump was used to ensure uninterrupted insulin delivery.